Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The patient's initial crp result was 0.28 mg/l. The result was reported outside the laboratory as <0.60 mg/l. The ward did not believe the result as the patient had a crp result of 47 mg/l the day before. The sample was repeated and the result was 71 mg/l. There were no adverse events. The crp reagent lot number was 648814 and the expiration date was not provided.

Manufacturer narrative:
No root cause could be determined with the information provided. The reaction monitors were not available. The quality control was within the specified ranges prior to the run. The maintenance of the instrument is performed according to recommendations. The centrifugation time was correct. The customer was using the recommended adapters for the sample tubes. No adverse events were reported.